Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). After implantation, transesophageal echocardiogram (tee) revealed a thrombus attached to the threaded insert of the closure device. The thrombus was mobile and biased towards the limbus. The patient was monitored overnight and discharged one (1) day post index procedure.